Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
Reportedly, multiple abnormalities related to the ventricular channel (unstably high lead impedance, capture failure, oversensing, and fluctuation in the r-wave amplitude) were observed during a follow-up visit of the patient implanted with the subject device. When the device was interrogated, a warning message appeared, indicating that the ventricular lead impedance had been measured at over 3000 ohms. Several tests on the ventricular lead showed that the ventricular lead impedance was measured at over 3000 ohms multiple times. Two episodes stored in the device memory had been recorded with noise in the ventricular channel and on the measurement curve of the ventricular lead impedance, the measurement had suddenly increased to over 3000 ohms within the last several days. On the measurement curve of the r-wave amplitude, the measurements were showing an abnormal fluctuation.